Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During routine check the device could not be interrogated and there was no magnet response. Six months prior the estimated remaining longevity was 1.5 - 3 years. Device replacement recommended. No patient complications have been reported as a result of this event.